Manufacturer narrative:
Product complaint #: (B)(4). H6: component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. User facility medwatch # (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2023 and suture was used. During the procedure, per user facility medwatch # (B)(4), it was reported by healthcare professional: ¿during laparoscopic case while suturing patient, the sutures snapped. There was no harm to the patient. Intended procedure was completed.¿ the device is not available for return. No adverse patient consequences were reported. Additional information was requested.